Event description:
The user facility reported that when taking chemotherapy drugs, the black rubber stopper was not fully sealed. Which resulted in leakage of the drug's solution. Chemotherapy drug exposure due to leakage puts healthcare at risk. The event occurred pre-treatment. The patient was not injured during the event and medical/surgical intervention was not required.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, unknown e3: occupation: sales four pieces of actual samples were returned. The actual samples were confirmed to be contaminated with the chemotherapy drugs therefore the evaluation conducted was only limited to visual inspection due to the risk of exposure. The injection gaskets were properly attached to the plunger and free from any deformity. The retention samples were visually inspected and confirmed that the injection gasket (ig) was properly attached to the plunger and free from the deformity. The samples were evaluated for gasket fit force and stopper strength. All samples showed passed results. A total of one (3) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The root cause of the complaint is not related to our product or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The actual samples reveal no problems that could contribute to the reported complaint. An inspection system is in place that can detect and automatically remove faulty engagement (between ig and plunger) and a peeled injection gasket. Only products in good condition are supplied to the next process. We also conduct routine inspections to ensure the quality of our products. Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).